Event description:
Customer reports absence of no delivery alarm and high blood glucose. Custome's blood glucose at the time of call was 155 mg/dl. Customer states she had experienced absence of no delivery for 4 to 5 months. Customer states she used to receive a no delivery during bolus, but now she is not. Customer was advised that not receiving a no delivery during bolus is a good thing if insulin pump is working properly. Insulin pump passed the high pressure test and customer states the insulin pump was working fine. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).